Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va0ydzt, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va137pd, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that the hcp performed an exploratory procedure today to try to correct the open circuit that was previously reported. The rep reported that upon interrogation today there were no opens or shorts bilaterally. The rep reported that the patient's hcp decided to explant all implantable components solely due to the sub optimal lead locations bilaterally. The rep reported that re-implantation will be done at a later date. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (sn #: (B)(4)) found no anomalies. The returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. Analysis of the lead (lot#: va0ydzt) found no significant anomaly. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis observed the distal end of the lead was stretched. Analysis of the lead (lot#: va137pd) found no significant anomaly. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Conclusion code no longer applies. Code has replaced it. Results code no longer applies. Codes apply to the ins. Codes apply to the leads.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient has a suspected suboptimal lead placement which has not been confirmed. It was stated that the rep was information the patient has an open circuit on an unknown contact with no falls or trauma related. After the initial lead placement, the patient also had a subdural hematoma. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the leads were determined to be placed too lateral, bilaterally at placement. It was also reported that some of the contacts were over 40,000 ohms according to a report (B)(6) 2016.